Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint that the video system center experienced no image was confirmed. Based on the results of the investigation, it is likely that when connecting to the endoscope, nothing is displayed on the screen due to the failure of the video connector socket and the printed circuit board. However, a definitive root cause could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center experienced no image. It is unknown when the issue was found and there is no known procedure information. There were no reports of patient harm.